Manufacturer narrative:
Upon completion of the investigation it was noted that the corrective action was to check the manufacturing documentation for this lot and perform a tcr for all the operators associated with the lot under question. The manufacturing documentation was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. The hybrid machines were designed only to produce a stack of 10 patties at a time. The only time it will not produce a stack of 10 patties is right at the beginning when the machine will produce 1 pattie to verify the machine is operating properly and if the machine is interrupted in the middle of a cycle. Operators are trained to discard all stacks that are interrupted and any patties produced at the startup of the machine. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr and course was opened to retrain all the operators that had worked on this product and lot #. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The customer stated: they received 11ea instead of 10ea of the 245408. This was reported on the neuro pack. Neither patient injury nor medical intervention has been reported. Our customer has indicated that sample is not available.